Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) approximately four months ago. It was noted that the current battery voltage was 2.28 and the charge time (CT) was 22 seconds. It was questioned if a manual capacitor reformation should be performed. Technical services (ts) noted they do not recommend performing that and discussed replacement. No adverse patient effects were reported.

Manufacturer narrative:
At this time, attempts to obtain additional information have been unsuccessful. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was interrogated and a message of "tachy mode changed to storage." Was observed. It was noted that the patient still wished to not replace the device, and that once the battery is completely depleted, the patient will get a transcutaneous electrical nerve stimulation (tens) unit. Ts discussed that once the device is in storage that there is no bradycardia or tachycardia therapy. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient does not wish to replace the device.